Manufacturer narrative:
A ge rep evaluated the system and repaired the cover, regreased the candlesticks but could not reproduce the other problems. System operates as intended.

Event description:
Customer reported: c - arm base encasement is separating where handles are separating; error codes several times today stating: no charge; unit got hot and wouldn't fluoro; rotor sounding motor running through the c-arm and making unusual noises which equipment doesn't usually make; fluoro sticking - alerting techs that it was fluoroing but there really was no change in image on the screen, same image kept popping up. No pt injury was reported.